Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the area around the downstream occlusion (dso) sensor was raised and distorted. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection was performed during analysis. The customer reported complaint was confirmed. It was found that the upstream occlusion(uso) seal was buckling, air detector damaged, and downstream occlusion(dso) seal was delaminated. The root cause was due to the dso seal delaminated. The uso and dso seals, and air detector were replaced.